Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance and low sensing on the right atrial (ra) lead and high threshold on the left ventricular (lv) lead. The leads were explanted and replaced. No patient complications have been reported as a result of this event.